Event description:
Or staff reported that upon opening a sterile scrub care preoperative skin prep tray, made for our facility by cardinal health, it was noted the kit contained a long, black, human hair inside. Obviously this is a sterility concern. The kit was not used for procedure. It was saved and is available for return to the manufacturer.====================== health professional's impression======================obviously this is a sterility issue.